Manufacturer narrative:
Bayer case number: (B)(4). Some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed [medical device removal]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a 51-year-old female patient who had essure inserted (lot no. 626909). The patient had a medical history of smoker, craniotomy, migraine, anxiety, panic attack, nausea, amenorrhea, weight loss, degenerative disc disease, miscarriage, parity 2 and multi gravida. Previously administered products included: copper iud. The patient had a family history of thyroid cancer, diabetes, breast cancer, prostate cancer and diabetes. Concurrent conditions were listed as painful hips, pains in legs, meningioma, depression, nausea, headache, rash, dizziness, tenderness, constipation, epigastric pain, upper abdominal pain, shortness of breath, nausea and chronic back pain. The only concomitant product mentioned was sertraline (sertraline hydrochloride) for depression. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5356 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2012: diagnosis: large ulcer in prepyloric area with granulation tissue around intestine [computerised tomogram head] on (B)(6) 2017: impression: there is a large enhancing mass in the right middle cranial fossa causing mass effect and shift the midline. This is most in keeping with meningioma. Neurosurgical consult is recommended urgently as the patient is symptomatic having undergone a grand mal; on (B)(6) 2018: impression: mr shows sequela of previous right mca territory infarct with microhemorrhages. No new infarction seen. No acute or significant abnormality identified on mra brain. Stability also documented in the post-surgical appearance [magnetic resonance imaging head] on (B)(6) 2017: impression: there is a large enhancing mass in the right middle cranial fossa causing mass effect and shift the midline. This is most in keeping with meningioma. Neurosurgical consult is recommended urgently as the patient is symptomatic having undergone a grand mal; on (B)(6) 2017: impression: there is postsurgical change including bleed and edema at right temporoparietal lobe with 8mm midline shift to the left which are unchanged. Continuous follow-up is recommended; on (B)(6) 2019: impression: evolving right cerebral hemisphere in keeping with posttreatment change and prior right mca territory infarct, unchanged. Small left paraclinoid meningioma, unchanged; on (B)(6) 2020: impression: slow interval enlargement of the left paraclinoid meningioma since 2017. Presumed postsurgical changes throughout the right cerebral convexity without appreciable residual/ recurrent meningioma; on (B)(6) 2020: impression: stable postsurgical changes related to previous right frontotemporal meningioma resection. No evidence of recurrence at this site. Small, minimally enlarging left anterior clinoid process meningioma. No significant mass effect or edema within the adjacent brain parenchyma; on (B)(6) 2020: impression: stable postsurgical changes related to previous right frontotemporal meningioma resection are noted. There is no evidence of recurrence or residual disease at this site. Small, stable enhancing suspect meningioma seen in the region of left anterior clinoid process.; on (B)(6) 2022: mpression: left anterior clinoid meningioma (12 mm) may have minimally (approximately 1 mm) increased in size compared with (B)(6) 2020. No residual/recurrent meningioma on the right; (date unknown): impression: 1. Redemonstration of the left anterior clinoid process meningioma, stable since (B)(6) 2022. 2. Right temporal craniotomy for meningioma resection without evidence of recurrence [pathology test] (date unknown): chain of custody form for pathology materials item description: right cornua with fallopian tube with essure coil in situ left cornua with fallopian tube with essure coil in situ photos taken [ultrasound scan] on (B)(6) 2018: findings: no evidence of postsurgical hematoma is demonstrated in the scalp. Slight outer table deformity at the surgical site, dr suspect, is post craniotomy malalignment of the flap [x-ray] in 2019: both present; on (B)(6) 2019: clinical indication: pain down her legs there is severe degenerative narrowing of the l5-l 1 disc. Essure coils are noted over both sides of the pelvis. She reports constant pain, which has started to move into the hip. Lot number:626909, manufacture date:2008-04, expiration date: 2010-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-oct-2024: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed [medical device removal] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a 51-year-old female patient who had essure inserted (lot no. 626909). The patient had a medical history of smoker, craniotomy, migraine, anxiety, panic attack, nausea, amenorrhea, weight loss, miscarriage, parity 2 and multi gravida. Previously administered products included: the patient had a family history of thyroid cancer, diabetes, breast cancer, prostate cancer and diabetes. Concurrent conditions were listed as painful hips, pains in legs, meningioma, depression, nausea, headache, rash, dizziness, tenderness, constipation, epigastric pain, upper abdominal pain, shortness of breath, nausea and chronic back pain. The only concomitant product mentioned was sertraline (sertraline hydrochloride) for depression. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 5356 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2012: diagnosis: large ulcer in prepyloric area with granulation tissue around intestine [computerised tomogram head] on (B)(6) 2017: impression: there is a large enhancing mass in the right middle cranial fossa causing mass effect and shift the midline. This is most in keeping with meningioma. Neurosurgical consult is recommended urgently as the patient is symptomatic having undergone a grand mal; on (B)(6)2018: impression: mr shows sequela of previous right mca territory infarct with microhemorrhages. No new infarction seen. No acute or significant abnormality identified on mra brain. Stability also documented in the post-surgical appearance [magnetic resonance imaging head] on (B)(6) 2017: impression: there is a large enhancing mass in the right middle cranial fossa causing mass effect and shift the midline. This is most in keeping with meningioma. Neurosurgical consult is recommended urgently as the patient is symptomatic having undergone a grand mal; on (B)(6)2017: impression: there is postsurgical change including bleed and edema at right temporoparietal lobe with 8mm midline shift to the left which are unchanged. Continuous follow-up is recommended; on (B)(6)2019: impression: evolving right cerebral hemisphere in keeping with posttreatment change and prior right mca territory infarct, unchanged. Small left paraclinoid meningioma, unchanged; on (B)(6)2020: impression: slow interval enlargement of the left paraclinoid meningioma since 2017. Presumed postsurgical changes throughout the right cerebral convexity without appreciable residual/ recurrent meningioma; on (B)(6)2020: impression: stable postsurgical changes related to previous right frontotemporal meningioma resection. No evidence of recurrence at this site. Small, minimally enlarging left anterior clinoid process meningioma. No significant mass effect or edema within the adjacent brain parenchyma; on (B)(6)2020: impression: stable postsurgical changes related to previous right frontotemporal meningioma resection are noted. There is no evidence of recurrence or residual disease at this site. Small, stable enhancing suspect meningioma seen in the region of left anterior clinoid process.; on (B)(6) 2022: mpression: left anterior clinoid meningioma (12 mm) may have minimally (approximately 1 mm) increased in size compared with (B)(6) 2020. No residual/recurrent meningioma on the right; (date unknown): impression: 1. Redemonstration of the left anterior clinoid process meningioma, stable since (B)(6) 2022. 2. Right temporal craniotomy for meningioma resection without evidence of recurrence [pathology test] (date unknown): chain of custody form for pathology materials item description: right cornua with fallopian tube with essure coil in situ left cornua with fallopian tube with essure coil in situ photos taken [ultrasound scan] on (B)(6)2018: findings: no evidence of postsurgical hematoma is demonstrated in the scalp. Slight outer table deformity at the surgical site, dr suspect, is post craniotomy malalignment of the flap [x-ray] in 2019: both present; on (B)(6)2019: clinical indication: pain down her legs there is severe degenerative narrowing of the l5-l 1 disc. Essure coils are noted over both sides of the pelvis. She reports constant pain, which has started to move into the hip. The most recent follow-up information incorporated above includes data received on: 30-sep-2024: medical record received. Lot number added. Lab data including pathology report added. Medical history & concomitant conditions were added. Concomitant drugs were added. New reporters were added. Patient full name updated. Essure insertion & removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.